Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 500 mg/dl, which the customer treated with a manual injection and the insulin pump. She declined troubleshooting for high blood glucose. She also noted that the insulin pump alerted bad sensor. The sensor glucose reading and blood glucose readings had some discrepancies. Upon troubleshooting for the issue, it was advised that the sensor may not have been responding to changes in glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used enlite sensor and performed bicarbonate buffer test. Sensors failed for low readings.